Event description:
Boston scientific crm received information that this right atrial lead exhibited noise. There were 19,000 atrial tachycardia response episodes as result of the noise. No adverse patient effects were noted. This lead has been returned to biotronik (B)(4) for analysis. An explant date was not provided.